Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise reproducible with isometrics and high out of range pace impedance measurements. Surgical intervention was taken to cap the lead. The device was explanted and replaced for normal battery depletion. No additional adverse patient effects were reported.